Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and determined that the cause of the reported issue was due to user error. The user pressed the analyze button twice and the device entered AED mode and began analysis 1. Before the device could complete its first analysis the user pressed the energy select button causing the device to immediately enter manual mode.

Event description:
The customer contacted physio-control to report that their device was unable to remain in AED mode. As a result, defibrillation therapy may be delayed or would not be available if needed. The customer advised that there was no adverse patient outcome caused by the use of the device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to remain in AED mode. As a result, defibrillation therapy may be delayed or would not be available if needed. The customer advised that there was no adverse patient outcome caused by the use of the device.